Event description:
On (B)(6) 2012, the patient contacted animas, alleging that the up arrow and down arrow keypad buttons were sticking, intermittently unresponsive and required multiple hard presses to elicit a response. The reporter stated that the keypad was peeling off and a section over the ok button was missing. Reportedly, the tactile changes began to occur prior to the damage. The reporter denied any evidence of moisture in the pump. The patient reportedly wore the pump outside of clothing and cleaned the pump with a dry rag. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was torn at the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the up arrow button was intermittently unresponsive; all other buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.